Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and rupture.

Event description:
Legal representative reported "rupture, liquid, prostheses rotated, patient is very frail, risk of cancer and classified the case as grade 5". Later legal representative reported "grade 5 rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Legal representative reported "rupture, liquid, prostheses rotated, patient is very frail, risk of cancer and classified the case as grade 5". Later, legal representative reported "grade 5 rupture". Later, healthcare professional reported capsular contracture baker grade IV. Surgical intervention: total capsulectomy. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, h6.

Event description:
Legal representative reported "rupture, liquid, prostheses rotated, patient is very frail, risk of cancer and classified the case as grade 5". Later legal representative reported "grade 5 rupture". This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will not be returned.